Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber is fractured and not detached within the blue jacket at two locations, forward of connector and 5.5 inches from connector; the fiber appears bent at the locations of fracture; the fiber exhibits signs of melting and blacken discoloration at break location forward of connector; the distal tip of the fiber exhibits signs of fracture; the fiber was tested with hene laser fixture, aim beam is visible at the break location forward of connector; the total length of the fiber is 12 feet and 4 inches, connector included in over-all length. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
It was reported that during a procedure, the fiber was observed to be powerless. The fiber was replaced and the procedure was completed with new fiber. ¿no patient complications¿ reported.